Event description:
Venous luer connector was broken. This incident was found after hemodialysis. The dr used hemostat during the procedure. Will send extension tubes that were used during hemodialysis. Please evaluate them together, especially the connectors. No pt injury indicated. No other info provided.